Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 3.25mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Tactile inspection revealed a kink in the shaft, 10 cm proximal of the port.exit notch. Microscopic examination revealed a pinhole in the balloon material, 2mm proximal of the proximal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip of the device found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 3.25mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.